Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the low glucose alarm did not sound when the customer was hypoglycemic. The customer was taken to the hospital and upon arrival, a glucose reading of 42 mg/dl was obtained on a healthcare meter. The customer was treated with glucagon injection. A post-treatment reading of 170 mg/dl was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms using a known good libre 2 sensor and could not identify any issues with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the low glucose alarm did not sound when the customer was hypoglycemic. The customer was taken to the hospital and upon arrival, a glucose reading of 42 mg/dl was obtained on a healthcare meter. The customer was treated with glucagon injection. A post-treatment reading of 170 mg/dl was obtained. There was no report of death or permanent injury associated with this event.